Manufacturer narrative:
G3: please note that this device g905h137 (pyramesh® c titanium mesh) is not marketed in the united states; however, it is similar to the united states marketed device 905-403 (pyramesh® c titanium mesh). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Similar device product: 905-403 ; UDI # (B)(4) ; 510(k)# k011406 ; product family: pyramesh® c titanium mesh. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior cervical fixation and posterior fixation. Pre-op diagnosis of patient was cervical disc herniation, cervical spondylotic myelopathy, and hanging syndrome. It was reported that, an anterior cervical fixation was performed for subtotal vertebrectomy of c4/c5/c6, and the pyramesh was placed. Subsequently, posterior fixation surgery was conducted, spanning c2-th2. During the posterior surgery, it was discovered that the caudal end of the pyramesh had dislodged. The team then returned to the anterior approach, removed the pyramesh, trimmed it again, and re-placed it. There was a delay of less than 60 minutes reported as a result. There were no patient symptoms reported. No further complications reported regarding the event.